Manufacturer narrative:
The field reported event was not confirmed. The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an atrial fibrillation procedure, communication issues resulted in troubleshooting measures that caused a procedural delay. The tactisys was exchanged and the procedure was completed with no adverse consequences to the patient. When the tactisys rf cable assembly was used to connect the device, it was not displaying at the system interface. A connecting cable was replaced but did not resolve the issue. The tactisys was exchanged for one borrowed from another hospital causing an hour delay. The operation was successfully completed with no adverse consequences to the patient.